Event description:
Integra neurospecialist reported for the user facility that during placing a 110-4b catheter on the pt's head, when turning the bolt for the secord turn, the bolt snapped leaving approx a 2 mm piece of the bolt in the pt's head. The pt was reportedly stable and the physician decided not to remove the 2 mm piece at this time. The physician place another 110-4b of an unknown lot number and icp monitoring was established successfully. It will be the physician's decision as to whether to remove the piece once the pt is stable. The product was not available for investigation because it was discarded by the hosp. Lot number was unknown. Sales history was unable to reviewed to obtain the lot number because the product was purchased by a distributor which distributed to multiple hospitals in the purchasing group.